Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument. No cause for the problem was found. The instrument was cleaned, tested without further problem, and returned to service.